Manufacturer narrative:
Reference: voluntary medwatch report #mw5159032.

Event description:
Voluntary medwatch received stated that the patient presented for revision of the right ventricular lead due to fracture, over-sensed noise, low pacing impedance, and loss of capture. The lead was capped and replaced. No adverse patient effects were reported. No additional information was available.